Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of no live video output was confirmed. The camera head would not switch from color bars to live video. Cause of video malfunction is a defective camera head pcb. Camera head passed functional testing with a known good camera head pcb installed. The complaint investigation has concluded that the root cause of blank image is a defective electronic component on the camera head pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a shoulder case image will randomly go to color bars. It is unknown if a back-up device was used to complete the procedure. No patient injury or other complications were reported.